Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a bug in the line. The issue was identified before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which observed a brown embedded particle which resembled a degraded piece of burned plastic in the tubing. By the nature of the sample no further analysis could be performed. The reported condition was verified. The cause of the condition could not be determined, however, the potential cause is burned resin which may have occurred in the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.